Event description:
Meter name: one touch basic. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: shaky. A pt reported they were dizzy and fatigue. Their meter allegedly continued to show a low calibration. The result on their meter was unknown. No treatment. No further info has been reported.